Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported that a blockage was identified at the insertion site event on (B)(6) 2025. The customer noticed symptoms within 3 hours of insertion. The site was inserted in the upper buttocks area. As a result of this issue, the customer's blood glucose level rose to 550 mg/dl. To address the high blood glucose, the customer administered a correction injection using a multiple daily injection (mdi) method. Subsequently, the customer replaced the necessary supplies and resumed insulin therapy. No further information available.